Event description:
PICC line kit was opened for PICC line insertion, but two components were missing. Lidocaine hydrogen chloride 1% 5 ml ampule and sodium chloride (saline) 0.9% 10 ml ampule were both missing. This was the third incident in a few days where these drugs were missing. A slight disruption in procedure was experienced. The nurse states that there were two other incidents of this in the past week or so.